Event description:
It has been reported to philips that the allura system was not booting up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) inspected the system remotely and identified that the system was not booting up as the host pc was not handshaking with image processing pc (ip-pc) or flexvision pc. Analysis of log file did not confirm the reported malfunction. The host pc was replaced for resolving the issue. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.